Event description:
It was reported that the patient experienced a low blood glucose event overnight, with a nadir of 50 mg/dl, approximately two days prior to contacting support; the patient treated the event with oral glucose tablets and subsequently contacted support, where a pump reset was performed successfully and education on overnight management and post-reset checks was provided, including guidance regarding bedtime snacks. Symptoms included hypoglycemia. Outcomes included resolution of the event at home without escalation of care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction was identified during the reset and post-reset guidance, and the cause of the hypoglycemia remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause, with appropriate user intervention and successful device reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.